Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient developed shingles on right side of the back next to incision site. Symptoms of blisters and itching were noted. The patient was put on medicine. The patient experienced inadequate stimulation.